Event description:
It was reported that the siderail drops quick when lowered due to a broken assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the reduced brake force due to worn and coming apart casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: don't have needed parts.

Manufacturer narrative:
It was incorrectly reported that the unit had reduced brake force. The correct issue with this unit is the siderail drops quick when lowered due to a broken assist cable.